Manufacturer narrative:
Manufacturing site evaluation. Investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shuntsystem (#fv440-t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on an unspecified date. No patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation.

Manufacturer narrative:
According to the investigation results, a non-adjustability and an accelerated outflow of the progav was detected. The visible deposits led to the functional deviations. Furthermore, we can determine visible deposits in the shuntassistant as well as the pediatric prechamber. The deposits had no effect upon the specifications at the time of the examination. The components operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. Although we determined visible cuts in the peritoneal catheter, no other functional deviations occurred. The peritoneal catheter and the ventricular catheter operated within the specifications.

Event description:
The complained device was returned to the manufacturer for evaluation and the investigation has been completed.